Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010. According to the complainant the device was tested prior to being used, and the brush was able to be advanced and retracted without issue. During the procedure the user was sweeping the common bile duct, however after obtaining cell samples the brush was unable to be retracted back into the sheath. The device was removed via guidewire, and a second combo cath wire-guided cytology brush was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
An evaluation of the returned device found no obvious visual anomalies or deformities. A functional evaluation was performed and it was noted that there was resistance upon extension and retraction. Components of the device were measured and found to be within specification. The condition of the returned device was consistent with the complaint of difficulties retracting; the complaint was confirmed. The most probable cause of the event is being labeled operational context; residue build up from the procedure or device orientation may have contributed to the reported difficulties. A review of the lot history was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6) 2010. According to the complainant the device was tested prior to being used, and the brush was able to be advanced and retracted without issue. During the procedure, the user was sweeping the common bile duct, however after obtaining cell samples, the brush was unable to be retracted back into the sheath. The device was removed via guidewire, and a second combo cath wire-guided cytology brush was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.